Event description:
It was reported that during maintenance in clinic, the operator found that the catheter was ruptured. An examination showed that the catheter had reached the pulmonary artery. On the same day, the catheter was removed using an interventional means under dsa.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3899 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that during maintenance in clinic, the operator found that the catheter was ruptured. An examination showed that the catheter had reached the pulmonary artery. On the same day, the catheter was removed using an interventional means under dsa.